Event description:
As reported by the user facility: tubing leaking just past free flow protector on set. Infusing cisplatin at the time. Additional information provided by the user facility indicated free flow protector on the set. The patient suffered no adverse sequela associated with the incident. The nurse was at the patient's bedside when the leak started and the set was changed immediately, without incident. The sample was discarded while the reporter was on vacation and is not available for evaluation as previously reported.

Manufacturer narrative:
The actual device in the incident was discarded and was not made available to the manufacturer to be evaluated. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. There are no other reports of this nature against the reported p/n or lot of product. Without the actual sample a thorough evaluation could not be performed. No specific conclusions can be drawn.